Event description:
I have contracted acanthamoeba from the contact lens solution amo - complete moisture plus. Further documentation can be obtained. Pleasse advise me of what other action needs to be taken toward payment of my medical bills & tests.